Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 90 mg/dl and their sensor glucose read 49 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported their blood glucose declining to 44 mg/dl. It was also found the customer's blood glucose was 85 mg/dl and their sensor glucose read 51 mg/dl. Customer will not be returning the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.